Event description:
Patient called with pump malfunction issue. Lot 4192053. Patient was receiving no disposable, pump won't run error. Advised pt to change cassettes. Issue appears to be a faulty cassette as new cassette worked fine. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? No, pt replaced with current cassette on hand; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.

Event description:
Patient called with pump malfunction issue. Lot 4192053. Patient was receiving no disposable, pump won't run error. Advised pt to change cassettes. Issue appears to be a faulty cassette as new cassette worked fine. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? No, pt replaced with current cassette on hand; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.